Event description:
The customer reported that the table could not make x-rays. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep troubleshot the system and found the f1 blown on the power distribution pcb and fuse blown on the ps2 power supply. He ordered parts for the f1 on power distribution pcb and f1 on ps2 power supply. The unit works as intended.